Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) was conducted and no irregularities were found. Placeholder.

Event description:
It was reported that the end of the crimper for transconnector tip broke off on an unknown date. This event did not contribute to a death or injury. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
According to additional evaluation, item was received with a broken tip. Item is not repairable due to broken tip. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. Placeholder.

Manufacturer narrative:
The as received condition was that the crimper has sheared of at the upper side of the tip, otherwise the crimper was in good condition. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was carried out and found to be good. No ncrs were generated during production.